Event description:
The pump overinfused kloxicyllin. The infusion completed in 3 hours instead of 24 hours. The pump was programmed in the intermittent mode: no delay, 6 doses, 24 hours, dose time 30 min, dose volume 50ml, kvo 1 ml/hr, bag volume 321ml. There was no injury or medical intervention required. Reported for historical reasons.